Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0186 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "the inserter got a green diamond, but the p-waves were not consistent. She didn't feel confident about tip placement and got an xray and the tip was in the contraleral brachiocephalic, "directed cranially"."

Event description:
It was reported by the customer "the inserter got a green diamond, but the p-waves were not consistent. She didn't feel confident about tip placement and got an xray and the tip was in the contraleral brachiocephalic, "directed cranially".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter was malpositioned even though the clinician received the green diamond indicator on the tracking system was confirmed but the cause is unknown. A sherlock 3cg tcs ECG printout and two radiographic images were returned for evaluation. From the tcs printout, it does appear that there was an elevated p-wave. However, because the provided waveform was only a snapshot at a specific time, it could not be determined if additional things were happening. It was reported that the p-wave had not been consistent which would require additional tip confirmation, as all vital information to confirm the catheter position was not present. It is unknown if negative deflections were seen on the waveform, as they were not evident in the provided printout. In addition, it is unknown if the magnetic tracking showed the catheter tip moving downward toward the svc. The frontal chest radiographs showed a left-sided PICC with its tip malpositioned in the right internal jugular vein. It is possible for the catheter to become malpositioned due to patient anatomy, a patient cough, or patient position during the procedure. It is likely that the reported irregular p-wave readings contributed to this event. However, the cause of the irregular p-wave readings is unknown at this time.